Event description:
Situation: lp performed at bedside, csf fluid noted to be dripping from normal chamber as well as in the plastic component. Background: patient needing bedside lp to be performed, fellow [redacted name] at bedside performing under dr. [Redacted name] attending. Fellow noted to be hitting bone, attending provider stepped in to assist. Assessment: once opening pressure obtain, csf collection began, noted to have csf dripping from internal plastic component of needle and where collection normally occurs. Should only be happening at end of needle. Concern for integrity issue with needle. Smiths medical lumbar puncture tray ref# 4825-20, lot# 4371395, quincke (22g x3 1/2 in spinal needle).